Manufacturer narrative:
Per the clinic, the patient experienced pain and irritation over the implant site, which led to self-mutilation. Subsequently, the device was explanted under general anesthesia on (B)(6) 2025. It was also reported that significant scarring was noted during the explantation, and prophylactic topical antibiotics were prescribed. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to pain at the magnet site subsequent to sustaining trauma at the implant site from constantly hitting the head. There are no plans to reimplant the patient as of this date of report.